Event description:
In 2002, doctor used the dynagraft ii putty in an orthodontal procedure, sinus floor elevation. At fourteen month postop, no bone growth was observed and the surgeon performed a biopsy.